Manufacturer narrative:
As reported, the 6mm 4cm powerflex pro ruptured easily. There was no reported injury to the patient. The lesion was the iliac which had severe calcification. Additional information was requested; however, the information was not obtained after multiple attempts. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The reported severe calcification of the iliac artery may have contributed to the reported event; it is likely to have caused damage to the balloon material that led to its rupture. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. As per the IFU, use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high-rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 6mm 4cm powerflex pro ruptured easily. There was no reported injury to the patient. The lesion was the iliac which had severe calcification. Th device will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6mm 4cm powerflex pro ruptured easily. There was no reported injury to the patient. The lesion was the iliac which had severe calcification. Th device will be returned for evaluation.